Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2025. During insertion of a tibial nail advanced, the driving cap experienced an issue; the pin just distal to the spring was starting to back out during malleting. It was pushed back in with no delay or patient harm. Also when using the aiming arm during insertion of the most distal screw of the proximal cluster the screws, the drill bit was hitting the nail. So, the surgeon took of the aiming arm and used standard "perfect circle technique." There was no patient harm. The surgery was successfully completed with no surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable